Event description:
It was reported that the device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main pc assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was an ic chip, designator u8, that was causing the assembly to boot up to a blue bar and then lock up in that state.